Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. Visual inspection of photo received, showed the original box of the reported product. No samples were received to perform inspection or testing therefore the failure is not confirmed. The root cause was unable to be determined. Action taken: no corrective actions were taken since the complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the bivona tracheostomy tube had leaked while in use with a patient. The trachesotomy tube was removed and replaced as a result. No patient injury or complications were reported in relation to this event.